Event description:
During a pmv trial and swallow study with slp and rt at bedside. The vent alarm was activated with the message " alarm system failure" rt immediately started to exchange the vent out. It did stop and then alarm again three times while exchanging vents.